Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump usb port was damaged and loose. In addition, the pump battery was depleting quickly. There was no reported impact to customer's blood glucose level. Customer declined tandem technical support to follow up and no further information was obtained.